Event description:
It was reported that the charger stopped powering the ilet despite attempts with multiple wall outlets, and a replacement charger was shipped. Symptoms included no clinical effects. Outcomes included no impact on health or need for medical care. Investigation included basic troubleshooting by the user and logistical replacement of the power accessory. Investigation of this case revealed a suspected charger malfunction affecting the external power supply component, with the ilet itself not demonstrating alarms or faults. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction due to a defective or failed charger.